Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a b30 communication error and image disappeared completely. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.